Manufacturer narrative:
This incident has been recorded under (B)(4). Upon completion of investigation a final/supplemental report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that outside of surgery the device did not move in skin graft mesher and it could not open to remove the cutter. No patient involvement was noted as a result and no harm or delay were reported. No adverse event was reported as it relates to this event.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech found the unit did not pass the sample mesh test due to a damaged bottom roll and gear. Additionally, tech found that the unit was out of calibration. Tech replaced the bottom roll, gear, and spring pin. The unit was tested, recalibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. The device is used for treatment. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: estonia.